Event description:
Customer reports the water in device appears to be cloudy.

Manufacturer narrative:
A customer notified cardioquip service via email that their device contained 'cloudy' water. A technician was sent onsite to inspect and repair the unit. Cardioquip was unable to determine if the cloudiness presented in the internal tubing was due to bacterial contamination or excess thread sealant applied to the device's internal components that had made its way into the water path. The technician replaced the affected tubing as a preventive measure and performed a cleaning and disinfection procedure to bring the device back to specification. Following the repair, the device passed inspection and is fully functional.